Event description:
Customer initially reports that when the package was opened they noticed a hair on the tray. Tray and packaging discarded.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.